Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the iob is not showing up on bolus total screen. The patient had a blood glucose (bg) of 40 mg/dl or lower, with numbness. Customer support determined that the iob feature was not turned on. This was a training/misuse issue and the patient continued on the pump. There is no indication of pump malfunction. This complaint is being reported because it was determined that the alleged hypoglycemic event was related to a use error.